Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right atrial (ra) lead presented to the hospital in an altered state. Review of stored device memory noted noise and oversensing on the ra channel that resulted in storage of atrial tachycardia episodes and a low intrinsic amplitude measurement. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.